Event description:
As reported by the user facility, during a radical nephrectomy on (B)(6) 2016, "when extracting the kidney, the kidney went into the bag and the bag split down the seam before being cinched. The kidney fell out of the bag and into the patient. There was no patient injury and the procedure was completed using another unknown product to remove the kidney. This report is being filed as a malfunction with the potential for injury with recurrence. This device was forwarded to the legal manufacturer, (B)(4), who is responsible for the investigation and regulatory reporting.